Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 400 mg/dl. Customer shows the following possible symptoms of nausea, vomiting, abdominal pain, difficulty breathing, light headed, and vision is poor. The customer treated their blood glucose levels with a bolus. Customer states the pump is under-delivering. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer did not to finish troubleshooting the issue and stated that they do not feel comfortable with the device. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All bolus programmed during our testing was properly delivered. The insulin pump was tested with a water filled test reservoir and no bubbles where noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads. The insulin pump was returned without the belt clip unable to confirm the damage.